Event description:
Description from the customer report: "on setting up the set it was noticed that there was some discolouration on the inside of the reservoirs. The customer first described it as looking like fine scratches, but went on to say that he though it might be a substance on the inside of the reservoir and suggested mold release agent." (B)(4).

Manufacturer narrative:
An additional medwatch will be submitted after receipt of new information.

Manufacturer narrative:
The reservoir 70106.2838 lot no. 92168006/02971 has been delivered without cover. The product has been investigated. The product has been controlled visually. Slight scratches at the housing has been discovered, not a discoloration as assumed by the customer. Thus the reported failure can be confirmed. Most probable root cause could be determined as mounting failure caused by operator. The reservoir must have been cleaned with a rough towel or similar. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).